Manufacturer narrative:
Product ID 97755, serial# unknown. Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was sent a new controller and recharger to resolve the uncomfortable heat at the ins site. It was determined the issue as reported was normal when charging for long periods and the patient was no longer having issues with recharging, it was reported the issue of heat was resolved. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical product(s): product ID: 97755, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative about an implantable neurostimulator (ins) implanted for spinal pain and rsd/causalgia-complex regional pain syn. It was reported that the patient had a system problem rm04 message. The issue started a week ago, yesterday and today where patient gets the rm04 error. Caller also mentioned patient can't seem to recharge over 40% at times so she stops, and also because the site has uncomfortable heat. Patient was not getting message about too hot. No medical or therapy problem was associated. No out of box failure was reported. No further allegations/complications were reported.